Manufacturer narrative:
(B)(4). The injection port with locking connector and 4cm of catheter were returned for evaluation. Note: the tubing strain relief was not returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned on unlocked position and hooks were retracted. The septum was punctured 3 times. Biological debris were found inside hooks and actuator ring. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. The device was returned fully functional. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Event description:
It was reported that post implant a realize adjustable band procedure, there was leak in the injection port. The port was replaced with no impact to the patient.